Event description:
A report was received on social media that the alleged patient experienced needing to frequently charge, feeling sick when the stimulation is turned on high, a burn when charging the ipg, a zapping and pain in the neck, as well as itching and breaking out. No further information could be obtained.